Event description:
It was reported that the user experienced sustained hyperglycemia after an infusion set change when the needle guard was not removed, resulting in no insulin delivery until the site was replaced, consistent with an infusion set deployment error and connector/set use issue. Symptoms included thirst, feeling unwell, and one episode of vomiting. Outcomes included prolonged hyperglycemia with capillary readings above 600 mg/dl for several hours and subsequent resolution to 165 mg/dl without hospitalization or external insulin administration. Investigation included troubleshooting and education with assisted site replacement and follow-up blood glucose monitoring. Investigation of this case revealed improper infusion set deployment that interrupted subcutaneous insulin delivery, which was corrected by replacing the infusion site and resuming pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set preparation and attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.